Event description:
The customer reported that the fiber broke at the control knob at 151,937 joules during a prostate procedure. The case was completed with a second fiber. The pt outcome was reported as "okay."

Manufacturer narrative:
Upon analysis of the returned fiber, the customer's report was confirmed. The fiber was found to be broken near the control knob. Based on the analysis, fiber breakage during use, could result in an unsafe firing condition and has been identified as a potential safety issue. The root cause of the device failure was determined to be due to excessive and or inadvertent bending of the fiber, resulting in fiber breakage. The product labeling warns the user not to bend the fiber at sharp angles. (B)(4).